Manufacturer narrative:
In approximately 2003 to 2004, the patient started poligrip (dental). Around the same time treatment with poligrip was initiated, the patient began to experience fevers of an unknown etiology. Since 2005, the patient had been hospitalized approximately 14 times due to fevers. The patient's baseline temperature was 96.5 f to 97.1 f and when it increased to 99.6 f or above, the patient was hospitalized. The patient's wife could generally tell through his behavior when his temperature was increased. Additionally, the patient had episodes of passing out and "turning blue" prior to the fevers and would demonstrate elevated blood pressure, elevated pulse and a low oxygen level when the fevers occurred. Despite numerous tests (including MRI and cat scans) and consults, a diagnosis was never provided. In 2006, the patient again experienced fevers and was hospitalized for a duration of 18 days. The patient discontinued use of super poligrip for approximately 2 weeks while at home and did not experience any adverse events. Treatment with super poligrip was reintroduced. The following day, the pt developed a fever and was admitted into the hospital 2 days later. At the time of reporting, the patient remained hospitalized and was being treated with azithromycin. The events remained unresolved. Manufacturer's comment: the manufacturer report number for this case is 9681138-2006-00018. The lot number for this product is available however the product is not available. No corrective actions have been required based on this report.

Event description:
This case was reported by a consumer and described the occurrence of fever in a male patient who received poligrip (super poligrip original denture adhesive cream) over a duration of 2 to 3 years for loose dentures. A physician or other health care professional has not verified this report. The reporter was the patient's wife. The patient's past medical history included agent orange exposure, angioplasty, blocked artery, myocardial infarction, neuralgia pain and shingles. Concurrent medical conditions included chronic obstructive pulmonary disease, emphysema, enlarged prostate, levaquin allergy and steroid induced diabetes. Concurrent medications included diltiazem hydrochloride (tiazac), frusemide (furosemide), simvastatin (zocor), losartan potassium (cozaar), aspirin (aspirin low dose), sodium rabeprazole (aciphex), risedronic acid (actonel), prednisone tiotropium (spiriva), fluticasone propionate+salmeterol xinafoate (advair), percocet, salbutamol sulphate (xopenex), metformin hydrochloride (glucophage) and insulin.